Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient may be having issues with their dbs system, noting that the patient had been experiencing tremors a lot, which made the recharging process difficult for them. The caller stated that the morning tremors were pretty bad. It was confirmed that the patient was able to charge the ins effectively, however. The patient was unavailable at the moment, so no troubleshooting could be done. When they were charging the patient, the ins recharger (insr) was indicating that the lightning bolt was not in the ins icon. Troubleshooting was discussed with the caller. No further complications were reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.